Event description:
It was reported that the patient experienced pectoral stimulation. The right ventricle lead exhibited a decrease in impedance. The lead was explanted and replaced. Following the event, the patient was in good condition.